Event description:
Reporter called to report, that after having surgery on her shoulder she did not receive adequate instructions for removing her on-q pump and was told nothing about side effects of having this type of pump. She reports that the pump felt like she had a three pound weight around her waist and neck nor, did she feel removing it. She had swelling in neck and hands, right-sided facial difficulties, pain, redness and scratches on the back of her neck. Reporter states that she called her home health nurse for instructions to take it out and she could not remove the tape from her neck. She also, called ems because she was feeling weak and in a lot of pain. She asked ems to help her remove the pumps tube from her neck. They refused and advised her to see her doctor. Reporter states the she cut the tube to stop the pump. While at the doctors office it took three nurses to remove the tube and tape from her neck. Reporter explained to the doctor what adverse events she was experiencing and felt like dr. (B)(6) did not take her complaints seriously. She asked what she should do to fix the pain and swelling that she has been experiencing. The doctor stated that he was sorry that I had a bad reaction to the tape. Reporter explained further to him that I'm experiencing pain, and if feels like something is still in my neck.